Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was having a full revision due to an increase in seizures and an inability to communicate with the patient's generator (medwatch # 1644487-2012-01887) and the lead was replaced prophylactically. The lead was returned to the manufacturer for evaluation. During product analysis there was found to be an abraded opening in the lead tubing that penetrated through the inner tubing on the positive lead. Visual examination of the lead identified two segments of clear tubing. Based on the appearance of the tubing, it is believed that this material was placed on the lead body by the user. However, the exact point in time of when this occurred is unknown. An abraded opening was observed in the inner tubing of the positive lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.